Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's machine flow sensor and detachable battery were replaced to address the issues. There was evidence of contamination. In addition of the above evaluation, air inlet foam filter needs to be changed due to preventive maintenance.